Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed failure to capture and failure to sense on the atrial lead. The physician elected to explant and replace the lead. The patient condition is unknown.